Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for ammonia for six (6) patient samples assayed with ammonia reagent on a unicel dxc 800 synchron chemistry analyzer. The erroneously low ammonia results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported repeating the ammonia analyses for the six (6) patient samples on two other analyzers in the facility. The ammonia results from the other two analyzers correlated for each of the six (6) patient samples and all recovered higher than the original ammonia results. The customer reported that quality control results were recovering within the laboratory's established ranges both prior to and after the event.

Manufacturer narrative:
The customer reported that the laboratory floor was recently cleaned with ammonia. The customer inquired if this could have impacted the performance of the ammonia assay on the instrument. Bec referred the customer to the ammonia chemistry information sheet (bec part number a18454 ag) to the limitations section which indicates that atmospheric ammonia could have an impact on the performance of the assay. Bec recommended that the customer remove all ammonia reagent cartridges from the instrument, install new ammonia reagent cartridges, and recalibrate the ammonia assay. A field service engineer (fse) was dispatched to the customer's site. The fse reported that the customer had recalibrated the ammonia assay and quality controls were recovering within the laboratory's established ranges. The fse did not perform any service repairs. The circumstances of this event suggest that the customer's use of ammonia to clean the laboratory floor was a contributing factor to the performance of the assay.